Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, (B)(6) male was implanted with onxaap-23 sn (B)(4) on (B)(6) 2018. While confirming the correct spelling of the patient, an obituary was found. Date of death was (B)(6) 2018. According to the surgeon, the patient died due to a pulmonary embolism and was not related to the valve.

Manufacturer narrative:
A review of the available information was performed. The manufacturing records for the onxaap-23 sn (serial number) (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. All lots passed functional testing and met release specifications. (B)(6) year old male implanted with onxaap-23, sn (B)(4), on (B)(6) 2018 and died on (B)(6) 2018 - according to surgeon due to pulmonary embolism (pe) and "was not related to the valve." Op notes state preop diagnoses of severe prosthetic aortic valve stenosis, acute renal insufficiency, and recent dvt and pe. Procedure performed was explanted of previous aortic prosthesis (2013), aortic root replacement, aortic annular enlargement procedure, CABG x1. With the information provided, this is probable, repeat thromboembolic event originating in a peripheral vein via dvt as is common with pes. This is a repeat event of the previously experienced dvt and pe and is very likely unrelated to the valve as indicated by the surgeon. Regardless, thromboembolism [te] is a recognized potential adverse event for mechanical heart valve recipients (instructions for use). It would be considered an intraoperative noncerebral embolic event of early mortality according to criteria of akins, et al. (Akins 2008). Although a definitive root cause cannot be determined for the dvt, the patient's history is significant for prior dvt and pe. No further action is warranted at this time.

Event description:
According to the initial report, (B)(6) year old male was implanted with onxaap-23, sn: (B)(6) on (B)(6) 2018. While confirming the correct spelling of the patient, an obituary was found. Date of death was (B)(6) 2018. According to the surgeon, the patient died due to a pulmonary embolism and was not related to the valve.